Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the xceed meter. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the xceed meter, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer's caregiver reported that the customer received unspecified readings on the adc blood glucose meter which was 80% higher compared to hcp meter. It was further reported that the customer was hospitalized and received unspecified treatment. No further information was provided as the caller refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that the customer received unspecified readings on the adc blood glucose meter which was 80% higher compared to hcp meter. It was further reported that the customer was hospitalized and received unspecified treatment. No further information was provided as the caller refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.